Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that before an open hepatectomy, it was found that a cartridge has come out from the device when a package was opened. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.